Event description:
Report received of a tubing "rupture" while in use with an acclaim encore pump with no pump alarm. The patient was receiving heparin at an unspecified slow rate. According to the customer contact, the clinician noted that the patient's bed was wet and that the tubing had "ruptured" distal to the acclaim encore pump. The customer reported that "the tear occurred between the peripheral IV site and the distal clave port". The tubing reportedly "appeared to be stretched, as if it ballooned out, and then just ruptured". There were no reports of any pump alarms. The tubing had been in use between 24 and 48 hours. The patient was reported to have experienced a minimal amount of bleedback. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.